Event description:
Information was received from a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having to charge too often. It was reported that they were having to charge every three days, which was not different than before. It was reported that the rep had access to a clinician programmer and a therapy impedance check was completed and the patient settings and recharge interval calculations were documented (see below). Group a 1 3.95 v 450u sec 60 hz 506 ohms 2 3.45 v 600u sec 60 hz 475 ohms 24/7 interval: ~6 days current 8840 charge stats: number: 24 duration: 3.2 hrs interval: 2.9 coupling: 8 7-9 3.3 hrs 75% 7-6 .7 hrs %75 7-4 3.2 hrs %75 6-28 1.4 hrs %75 6-24 4.1 hrs %100 6-21 .2 hrs %50 is therapy impedance: >300 ohms. Best recharge practices were reviewed. It was reviewed how the number of efficiency bars will affect recharge time. It was recommended that the patient charge their ins to 100 percent to increase the time between charges. It was also reviewed that charging from 1 to 100 percent can take four to six hours with a realistic approximation being five to six hours. Based on that, the patient's data showed that the charging frequency was close to what was expected. It was reported that the electrode impedances looked great and there was no therapy complaints. The rep noted that they would likely adjust programming to use less electrodes to see if that helped with charging frequency. It was reviewed that the patient could adjust the frequency (every day for an hour etc.) If they'd like. Technical services reported that the frequency was close but the data, in their opinion was not necessarily conclusive. An email was sent to the rep to follow-up for the event day and date they first became aware of the patient's issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative on 2017-08-08 reporting that per diagnostic testing with technical services it was determined that the patient was charging as often as was needed for the parameters that the leads were set on. Programming was reported to have resolved the issue and no further actions were needed. Patient weight at the time of the event was (B)(6)lbs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient began having the charging issues about 2 months ago. The representative first became aware of the issue and was notified about 2 days before the representative met with the patient. No further complications were reported/anticipated.